Event description:
End user reports itching off and on under her pouch since around (B)(6) 2013. No redness or irritation was noted under the pouch.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. Esteem synergy with a soft comfort panel on the urostomy pouch was recommended to the reporter. The end user was instructed if area worsens or does not improve to call back for additional instructions. No additional pt/event details have been provided to date. Should additional info becomes available a f/u report will be submitted. A return sample for eval is not expected.